Event description:
The surgeon reported the cassette did not drain and the vitrectomy probe stopped actuation. The cassette and probe were switched out. The case was completed as planned. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and did not find a problem with the system. The system was then tested and met all product specifications. The samples have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).